Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a missing transmission. In clinic, the patient's pacemaker would not connect to radio frequency (rf) through the programmer. A software update was performed which resolved the issue. The patient was stable.